Event description:
In 2008, it was reported to boston scientific corporation that a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangio-pancreatography procedure, which was performed two days prior (adult female patient, age and weight are unknown) it was reported that "the distal tip has some paint rubbed off of it... Through the endoscope it appears to be a huge defect, but with the naked eye it appears to be a little scrape in paint." No patient complications have been reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Damage, internal/external visual examination of the returned device noted that a portion of the blue paint band at the tip was chipped; also, the tip was cracked. Although the cause of the physical damage cannot be determined, the damage is likely attributable to contact between the spincterotome and another device (e.g. Endoscope). The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database was performed; no additional complaints were reported for the same lot.